Event description:
It was reported that bipolar loop broke during use outside of the patient's body. The broken piece is deemed too small to x-ray and check cystoscopy was clear. According to the doctor, it is highly unlikely that the tiny loop would be in the patient and there is no clinical harm. Patient will have check cystoscopy in a few weeks as follow up.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).